Event description:
A malfunction alarm, identified as malfunction 12 with fault ID [0x2071], was reported. There was no information provided regarding any adverse impact on the customer's blood glucose level. Customer technical support provided pump reset instructions and assisted the caller in resetting the pump. After successfully resetting, the malfunction did not recur, and the customer was advised they could continue using the pump, with an instruction to call back if the issue reappears.